Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported, she had one infusion set cannula kink on the infusion sets. Patient stated she is not sure if the cannula was kinked near the tip or the adhesive. Patient reported she was wearing the infusion set for 8 hours and her blood glucose level elevated to 500 mg/dl. Patient's normal blood glucose range is 80-110 mg/dl. Patient stated, she immediately removed the infusion set and went back to using a different type of infusion set. Patient reported, she then bolused with the infusion device to reduce her blood glucose levels. Patient used the insertion assist plus device to insert the infusion set. Patient stated, she prefers to switch to a competitor's infusion set. Patient discarded the alleged infusion set. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.